Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer 2 failed to close. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 11-may-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the auxiliary drawer was failed a field service engineer found that the latch inseparable magnet was falling out and also while troubleshooting found that the latch sensor needed to be replaced due to the cable wires showing and the sensor being broken. Replaced the latch sensor and rebooted the station to resolve the issue. The system functioned as intended after the field service engineer repaired the device.